Event description:
During the insertion phase of surgery, the cervical implant inserter's thumbwheel broke off and fell into the pt's wound. The physician was able to remove it quickly with forceps. There was no reported injury to the pt.

Manufacturer narrative:
The device involved in the reported incident was evaluated and an investigation has been completed. The cause of the failure of this device appeared to be that the external force of impaction broke the retaining screw, which allowed the draw rod to slide forward and release the thumb wheel which allowed it to drop off. The end of the instrument had hammer marks. The pin that held the thumbwheel on the shaft was sheared and allowed the instrument to drop the thumbwheel off. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.